Event description:
Patient came to post anesthesia care unit (pacu) with prevena pump in place but nonfunctioning. Pacu registered nurse (rn) noted pump was missing internal foam disk to provide suction to the unit. Pump was replaced with an alternate new product from storage room.